Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "replace sensor" message after application and was unable to obtain readings. No symptoms were experienced by customer, however had contact with healthcare provider. An unspecified reading was obtained by the hcp and customer was provided orange juice. There was no report of death or permanent impairment associated with this event.